Event description:
An implant card was received stating that the vns patient underwent generator and lead replacement surgery due to lead discontinuity and high impedance on (B)(6) 2014.

Event description:
Clinic notes were received for the vns patient¿s office visit with his epileptologist on (B)(6) 2014. The notes indicate that diagnostic results revealed high impedance (lead impedance > 10,000 ohms) during the office visit, so the patient was referred for replacement surgery. Additional information was received stating that the patient underwent generator and lead replacement on (B)(6) 2014. Review of the available programming and diagnostic history for the device did not reveal any anomalies; however, the only data that was available was from 2012. The explanting facility does not return explanted devices to manufacturers for analysis; therefore no analysis can be performed. Attempts for additional information have been made, but no further details have been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.